Manufacturer narrative:
H3: device evaluation not required. Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm, vticm5_12.6 implantable collamer lens of diopter -10.0/1.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged on (B)(6) 2021 for a longer length due to low vault. This resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.0/1.0/95 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.